Manufacturer narrative:
Title: skin perfusion pressure predicts early wound healing after endovascular therapy in chronic limb threatening ischaemia author: yong-joon lee, chul-min ahn, young-guk ko journal: european journal of vascular and endovascular surgery year: 2021 vol/issue: 62(6) ref: 10.1016/j.ejvs.2021.08.030. Age or date of birth: average age. Sex: majority gender. Date of event: date of publication journal reported death but there is no information to suggest the device caused or contributed to the death events. Deaths are common occurrences in clinical studies, however the cause(s) of death are often not characterized or clearly associated with a particular product. Therefore, deaths will not be considered reportable unless clearly stated as being associated with a medtronic device. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was submitted detailing a study which sought to evaluate the predictive value of skin perfusion pressure (spp) for early wound healing in chronic limb threatening ischaemia (clti) treated by endovascular therapy (evt). 172 patients (236 limbs) were included in the study. Femoropopliteal artery lesions were treated with drug coated balloons including medtronic¿s in.pact admiral devices. Of the wounds, 65.3% were gangrenous, located mostly in the toes. Wound healing within three months was achieved in 61.4% of limbs, and the median time to wound healing was 1.4 months. Lesions in the femoropopliteal artery were the target lesion for evt in 56.8% of cases. There was no case of major procedure related complications. Minor complications were comparable between the two groups. The one-year rates of major adverse limb event (male) and all amputations were lower with a post-procedural spp. Repeat revascularization is also reported for the population. The rate of all cause death was not different according to the post-procedural spp value. There is no established or suspected causal relationship between the device(s) and the death events.